Manufacturer narrative:
The customer returned the meter and test strips. The test strips that were returned in the vial had been used, therefore, they could not be tested. The customer's returned meter was tested using retention strips and retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.6 inr; qc 2: 2.7 inr; qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.

Manufacturer narrative:
Occupation is lay user/patient. The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a coaguchek vantus serial number (B)(4) compared to a laboratory analyzer with dade innovin reagent. At 1:43 p.m., the customer¿s meter result was 4.1 inr. At 3:30 p.m., the customer¿s laboratory result was 2.7 inr. At 3:43 p.m., the customer¿s meter result was 3.6 inr. Based on the meter results, the customer¿s dose of medication was not taken until the lab results were available on (B)(6) 2020. The customer¿s therapeutic range is 2.5- 3.5 inr.